Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert lens injector system. While rotating the lens into position, the surgeon noticed the posterior capsule was torn. The lens was removed and replaced successfully with a sulcus fixated iol. Reference MDR # 2031924-2010-00063.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.